Event description:
Pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (85 percent stenosis degree) in the severely tortuous mid sfa. After pre-dilatation and despite pulling the trigger it was not possible to release the stent. The device was withdrawn and another pulsar-18 was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state the guidewire used in the intervention was stuck inside the instrument. The outer shaft has been retracted by about 21 mm. The stent has been partially released. The proximal stent markers are deformed and touch the proximal stent stopper which shows compression marks. The retractable outer shaft has buckled at the proximal stent stopper. Outside of the deformed zone the outer shaft diameter complies with the specification. The inner shaft is severely deformed at its proximal end. The findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.